Event description:
The customer reported that no alarms were coming through the customers caregroup and patient monitors were missing chicklets. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.